Event description:
It was noted upon interrogation that the device was at eri. Premature battery depletion suspected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.